Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the controller was not functioning correctly. Patient stated they had called last friday due to charging issues, and the representative was able to assist and get the device working. Patient reported charging both the controller and implant to 100%. Patient noted that from friday to tuesday the implant charge decreased only 10%, remaining at 90%, which they stated should not be the case after five days. Patient mentioned that normally after five days the implant should have been empty, but it remained at 90%, and they were unsure why. Agent had the patient to reset the controller and inspect for any visible damage. Patient confirmed no visible damage. After the reset, patient mentioned the implant still remained at 90%. Agent reviewed the information and asked if the stimulation had been on from friday to tuesday. Patient did not notice whether the stimulation was on. While on the call, agent had the patient check if the sti mulation was on. Patient confirmed the stimulation was off and was unsure why. Patient stated they had not checked it very often and were unsure if they had turned it on last week. Agent walked the patient through to turn on stimulation. The troubleshooting steps that were taken on the call resolved the issue. Agent advised the patient to continue monitoring their device and to call back if further assistance was required. Patient reported they currently do not have a managing hcp but have a new doctor whom they will meet at their upcoming appointment on (B)(6), where they are supposed to receive some shots.